Manufacturer narrative:
B3: april was the reported month of the event, but the exact day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal as well as a damaged upstream occlusion (uso) seal. The dso and uso seals were replaced to fix the issue.

Event description:
The device was returned due to it having no pharmguard configuration. Evaluation of the returned device found that the downstream occlusion (dso) seal was damaged, and the upstream occlusion (uso) seal was also damaged. There was no patient involvement.